Event description:
It was reported that a patient with an anteverted uterus underwent a successful thermal endometrial ablation procedure in 2008. After the procedure, a superficial white burn ten millimeters long and similar in width to that of the catheter was seen on the posterior wall of the patient's vagina. The surgeon opines that the anteverted nature of the uterus was probably a factor in the thermal injury. The patient was treated with a local antiseptic cream and is now fine.

Manufacturer narrative:
Date set to the FDA: 04/17/2008. Conclusions: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.